Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented for arterial switch operation (aso) and peripheral vasodilatation of the extremities. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery (ata). An ipsilateral anterograde approach was performed. After a 6fr sheath was inserted, a guidezilla guide extension catheter and a microcatheter were crossed into the stenosis from the tibioperoneal (tp) trunk to the mid-ata as backup. A jupiter fc3 guidewire was advanced into the lesion but a partly severe calcification was observed; therefore, it was replaced with a jupiter nst15 guidewire. Dilatation was performed from the ata bifurcation to the middle part of the ata with a 2.0mm x 150mm x 150cm mr coyote balloon catheter. However, during the initial inflation at 6 atmospheres for 10 seconds, a contrast agent leak was observed under fluoroscopy and it was determined that the balloon ruptured. The device was removed and a pinhole was noted at the posterior end of the balloon. The procedure was completed with a 2.0 x 220 coyote mr balloon catheter. No patient complications were reported and the patient was in good condition post procedure.